Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, discharged battery. The reported event of signal loss is reportable based on no voltage. No injury or medical intervention was reported.